Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that implantable cardioverter defibrillator (ICD) delivered an episode of inappropriate therapy. Programming changes were suggested. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.